Manufacturer narrative:
The customer's reported complaint of the thermogard console (sn (B)(4) ) displayed tcmid:02 (ce danfoss error) error message was confirmed based on the event log review but not during initial functional testing. The root cause for the reported complaint based on further functional testing was found out to be due to poor cable connection between the danfoss board and pic 16 board due to a burnt pin on the j22/p22 connectors, as a result of an over-time accumulation of dirt and moisture inside the pins of the connector. The thermogard console was manufactured in february 2011 and is more than 10 years old, past its service life of 5 years. During visual inspection, there was no physical damage observed on the ivtm thermogard console. During further visual inspection, observed burnt connector j22/p22 between danfoss board and pic 16 board. The system passed the initial functional testing without any fault or error. During further testing, the power to the compressor was intermittently interrupted when the connector was moved. Thus confirming the reported complaint. The investigation findings revealed one of the pins on the j22/p22 connectors was observed burnt. The most probable root cause was due to dirt and moisture diffusing into the system and causing a short circuit. The wire harnesses between the danfoss board and pic 16 board were replaced to remedy the issue. A review of the event logs showed multiple occurrences of tcmid:02 (ce danfoss error) error messages, thus confirming the reported complaint. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4) .

Event description:
During power-up, the thermogard console (sn (B)(4) ) displayed a tcmid:02 (ce danfoss error) message. The user was able to clear the error by rebooting the console. Patient use information was requested but no additional information was provided, therefore patient use is unknown.